Manufacturer narrative:
The returned cable was evaluated which included functional testing. During evaluation, it was found that the final programming was not performed rendering the cable unusable.

Event description:
Customer reported "they do not work, most do not talk to the tele box, half do not light the disposable finger probe constantly. Works for a minutes stops lighting the probe and then comes back on." No consequences or impact to patient.